Manufacturer narrative:
Correction: the previous or initial MDR submitted on february 12, 2025, was filed inadvertently. No explantation or serious injury has occurred.

Event description:
Per the clinic, the device was explanted for unspecific medical reasons. The patient was reimplanted with another cochlear device.